Manufacturer narrative:
Date of event: exact date unknown, event occurred around late spring last year. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074298/7074792.

Event description:
It was reported that the patient had inadequate stimulation despite multiple reprogramming done. All device components were explanted and were not returned as they were kept by the medical facility.